Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no lifting or peeling), the pump was intermittently responding to the "up", "down" and "ok" arrow buttons, it was observed that the "contrast" keypad button required excessive force to activate and it was found that this button was inverted and did not always spring back, it was observed that both the "down" and "up" keypad buttons were misaligned, it was observed that the down/up/ok buttons became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The buttons intermittently did not respond when pressed, but returned to normal. It was reported, there was no structural damage to the pump or keypad. There was no adverse event associated with this complaint.